Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran a control test and obtained a reading of 131 mg/dl at 4:20 p.m. On the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 0bv2g58 for evaluation. The returned test strips expired in nov-2020. Therefore, the returned meter and control solution were tested with the in-house contour next test strips, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.